Manufacturer narrative:
Date of event: unknown. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date : na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device manufacture date : unknown.

Event description:
It was reported that 1 bd sharps coll bracket locking nestable had broken and damaged lid issues. The following information was provided by the initial reporter : the customer reported multiple lids are cracked and broken on the sharps container. Sample available.

Manufacturer narrative:
H6: investigation summary: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. Device history records for all batches produced by (year) 2019, 2020, 2021 and 2022, were reviewed, and all quality records indicate that all inspections and tests required by the manufacturing assembly procedure were performed and were met.

Event description:
It was reported that 1 bd sharps coll bracket locking nestable had broken and damaged lid issues. The following information was provided by the initial reporter : the customer reported multiple lids are cracked and broken on the sharps container. Sample available.